Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Device inspection found high intensity mode is not working due to worn out scope socket and slider switch. Based on the device evaluation and results of the investigation , it is assumed that the power switch was damaged due to the amount of operating force applied to the power switch and the lamp lighting times exceeded. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device was returned to the service center for evaluation; however, the device evaluation is still pending. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the device power switch cannot be pushed on. The button is pushed inside. There was no patient involvement reported due to the event. No user injury reported.